Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy due to rhythm ID match rate changes even though there was no change in v and shock potentials during a ventricular episode this patient experienced. No further information was provided. Additional information was provided that inappropriate therapy delivery could not be determined. Additionally, it was informed that since the rhythm ID was not working properly, reprogramming was performed to onset and stability. Noise was also observed. It is planned to continue to monitor the patient. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy due to rhythm ID match rate changes even though there was no change in v and shock potentials during a ventricular episode this patient experienced. No further information was provided. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate therapy due to rhythm ID match rate changes even though there was no change in v and shock potentials during a ventricular episode this patient experienced. No further information was provided. Additional information was provided that inappropriate therapy delivery could not be determined. Additionally, it was informed that since the rhythm ID was not working properly, reprogramming was performed to onset and stability. Noise was also observed. It is planned to continue to monitor the patient. No adverse patient effects were reported. At this time, this device remains in service.